Event description:
Customer reported an issue with the passport2 monitor's display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's lcd display. Unit was calibrated and safety tested to factory's specifications.